Event description:
On 8th june, 2023 getinge became aware of an issue with one of surgical lights - alm angenieux ax4. The client is a veterinary clinic, therefore it operates only on animals. Based on photographic evidence the cover was missing from spring arm. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause serious injury if the situation was to reoccur. After further evaluation performed by the subject matter expert from the manufacturing site it has been revealed that there was no missing cover. First interpretation of the photography was wrong. The arm of the device was produced in two colors - metalic and white, because of metalic color of the arm the issue was wrongly identified as missing cover. It was determined that the issue investigated herein is not safety and risk related as there was no indication of missing arm cover. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Initially provided information was pointing to cover missing from spring arm. The issue is considered as safety related as any parts falling off into sterile field or during procedure may cause serious injury. According to additional clarification provided by the getinge subject matter expert, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of missing arm cover on this device. Therefore, the scenario described in the record is considered as non-reportable. The correction of b5 describe event and problem, medical device ¿ problem code deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 8th june, 2023 getinge became aware of an issue with one of surgical lights - alm angenieux ax4. The client is a veterinary clinic, therefore it operates only on animals. Based on photographic evidence the cover was missing from spring arm. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause serious injury if the situation was to reoccur. Corrected b5 describe event and problem: on 8th june, 2023 getinge became aware of an issue with one of surgical lights - alm angenieux ax4. The client is a veterinary clinic, therefore it operates only on animals. Based on photographic evidence the cover was missing from spring arm. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause serious injury if the situation was to reoccur. After further evaluation performed by the subject matter expert from the manufacturing site it has been revealed that there was not missing cover. First interpretation of the photograph was wrong. The arm of the device was produced in two colors - metalic and white, because of metalic color of the arm the issue was wrongly identified as cover is missing from the arm. It was determined that the issue investigated herein is not safety and risk related as there was no indication of missing cover. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: no apparent adverse event // 3189.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3: device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - alm angenieux ax4. The client is a veterinary clinic, therefore it operates only on animals. Based on photographic evidence the cover was missing from spring arm. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause serious injury if the situation was to reoccur.